Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant loss of capture due to oversensing was noted when it comes to this device and right ventricular (rv) lead. The patient was pacemaker dependent. No adverse patient effects were reported. More information will be provided.

Event description:
Additional information noted that this device was returned. Upon analysis this investigation will be updated.